Event description:
Material # mz9266 lot # 23129280 it was reported by customer that the male adapter disconnecting from one of the trifuse lumens. Verbatim: there have been three incidents of the male adapter disconnecting from one of the trifuse lumens.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz9266 and lot# 23129280 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.